Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unknown issue¿. The unit was triaged and the service tech observed a black spot on the screen making letters not legible which caused functionality issues. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 service found that lcd screen has a black spot making the display illegible. No patient was involved.